Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for a patient activator. Patient was not seen since implant. Upon interrogation of the device eri was observed. Patient was scheduled for a generator change. Patient later returned for generator replacement. Review of the battery curve revealed significant unexpected drop in battery voltage. The device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was noted. The cause of the high current drain is believed to be an anomalous component on the hybrid.